Event description:
A customer reported issues with their pump and requested a replacement due to ongoing occlusion problems. There was no adverse impact to the customer¿s blood glucose level. After troubleshooting and discussion with technical support, the decision was made to replace the pump.